Event description:
A complaint was received regarding a patient who bled out onto the bed after a clearlink valve became loose at the female luer and fell off, leaving an open line. The patient¿s nurse reported that the patient had been hospitalized for cardiac arrhythmia (atrial fibrillation) and was in critical condition. The patient required a blood transfusion (1 unit) after the incident. The nurse stated that the staff practices tightening the valve connection before use. Although requested no additional information is available.

Manufacturer narrative:
Although baxter has attempted to obtain this device for evaluation, this device has not been made available. The reported device was discarded by the facility, and will not be returned for evaluation.